Manufacturer narrative:
Pending device return for analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
A patient contacted the director of sales training and development to report that their patient therapy controller (ptc) was showing an error code 23. Agent visited the patient and inquired the pump. The patient's pump was showing error codes 100 and 112. Agent reported that the patient reported that they had been near high voltage welding equipment the day prior to seeing the error code, and that they had been feeling a lack of therapy since being near the equipment. A soft reset was performed, which was able to clear the error codes. After the error codes were cleared, the ptc error code also disappeared and the patient was able to deliver a bolus. The following day, the error codes 100 and 112 returned. Another representative visited the patient to perform a hard reset. Representative reported that the hard reset failed, and that during the process their programmer read that "communication failed" and they could no longer inquire the pump. The pump was later replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump did not show any anomalies. An attempt to inquire the pump failed. No tone was heard during the inquiry. An attempt to read the pump memory with the programmer terminal tool, failed. Because the pump was unresponsive, and could not be inquired, and because the memory could not be read, the issue of error code 112 could not be confirmed or denied. Engineering has determined that being in close proximity to the high voltage welding equipment did not cause the error codes. The pump was decontaminated a second time and the suture ring and cap were removed. The top cover was machined off to inspect the interior components. No visual anomalies were observed with the interior components. A testing of the battery's voltage confirmed it only 0.55 v. This is less than the voltage necessary to power and run the module. This would cause the pump to be unresponsive when inquired. Engineering was unable to determined what caused the battery to drain to an unacceptable level. Further, the error codes would not cause the battery to drain quickly. Internal complaint number: (B)(4).